Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to implant fracture.

Manufacturer narrative:
Further information received determined the complaint was not against smith & nephew products. No further information was received.